Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a patient experienced infection at the lead/extension site. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue. Patient was administered IV and oral antibiotics and the infection has resolved.

Manufacturer narrative:
Date of event is estimated.